Manufacturer narrative:
Consumer indicated that when removing the tampon the string came out and left half inserted. She also indicated ¿gave me tss¿. No medical records were supplied. Preliminary results of investigation indicate quality systems were functioning as intended. No date code has been provided for this complaint, therefore an association with any lots of known identity cannot be determined. The preliminary investigations completed have found no correlation or association between the manufacturing of the sport super product at edgewell's dover, delaware plant and the self-reported tss event or fiber separation.

Event description:
Gave me tss [toxic shock syndrome] half of the top got stuck during removal [foreign body in reproductive tract] had to get medical removal; when I take out a tampon I usually like to have the whole thing there; string came out with half the tampon attached and the top gone [device breakage] case narrative: on 07-mar-2024, a spontaneous report was received from a consumer regarding an 18-year-old white, caucasian female patient who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 18-mar-2024, additional information was received from a consumer and country of incidence was updated from united states to canada. Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On an unspecified date, the patient experienced tss (toxic shock syndrome) and had to get medical removal. On 03-mar-2024, during removal of the tampon 5 hours later, the top half of the tampon got stuck. The string came out with half the tampon attached and the top gone. Subsequently, on the same day, the patient sought medical treatment. The patient felt that the product was not designed well and it used to be a good brand, but it was now made cheap and unreliable. On 03-mar-2024, the patient discontinued use of the product. On 11-mar-2024, the patient recovered from the incident. As of 18-mar-2024, the outcome of the event tss was unknown. No additional information was provided.